Manufacturer narrative:
The root cause of the cardiac apex perforations could not be determined as review of the returned pump found no defects that could have caused or contributed to the reported injury. A device history record review was performed found no manufacturing issues or reworks associated with this pump lot. There are no other complaints related to this failure mode associated with pumps in this lot.

Manufacturer narrative:
The impella 2.5 was returned and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient presenting for high risk percutaneous coronary intervention. The impella 2.5 was selected for support. The device was inserted and used without issue. Upon successful hemodynamic support, the device was removed and the site was closed with a closure device. Soon after closure, the patient became hemodynamically unstable and required cardiopulmonary resuscitation. Two perforations in the apex of the ventricle were found, resulting in pericardial effusion. Surgical intervention was performed to resolve the injury and the patient has since recovered. Although no impella device malfunctions or deficiencies had occurred, the physician feels the impella still may have caused or contributed to this injury.